Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Customers' blood glucose level was not impacted.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.